Event description:
Boston scientific received information that this device was emitting tones. This caller was inquiring about a longevity calculation and was concerned about the device charge time (CT). The device was subsequently explanted due to elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory found no irregularities. The maximum CT while implanted was 25.438 seconds. Eri was declared with a CT of 22.988 seconds and a monitoring voltage (mv) of 2.55 volts. Visual inspection noted the header was completely detached from the device which occurred during the explant procedure. Due to this damage, therapy availability testing could not be performed. However, based on the review of the memory log, the device had all therapy while implanted. No other adverse events have been reported. This product issue will be updated if additional information is received.